Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a tria ureteral stent was used in a procedure in the urinary tract. During insertion and inside the patient, it was noticed that the pigtail proximal flap was torn. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a tria ureteral stent was used in a procedure in the urinary tract. During insertion and inside the patient, it was noticed that the pigtail proximal flap was torn. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient. Block h11: the returned tria ureteral stent was returned with sensor and open end ureteral axxcess catheter and was analyzed. During the inspection was found suture hole torn until the next hole, which did confirm the reported event. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "suture hole torn" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.